Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-02276 and MFR. Report # 3005099803-2012-02277). It was reported to boston scientific corporation that two autotome rx sphincterotomes were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, the autotomes would not bow. The procedure was completed with a third autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; working length melted.

Manufacturer narrative:
Patients age is unknown, however, the patient is over 18 years. The investigation results of melted/split extrusion. A visual examination revealed that the working length was twisted and bent. The exposed cut wire was bent, discolored and appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 8 mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and shortened the exposed cutting wire length, which now does not meet specification. A functional evaluation found that the device did not meet the bowing specification as a result of the melted/split extrusion. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due usage/procedural factors. Therefore, the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications.